Manufacturer narrative:
The device intended for use in treatment, was returned for evaluation. Establishing a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed, " warning- low vacuum" error alarm. Further investigation after opening the device revealed, that the tube set was pinched. Thereby, resulting in restricted airflow. The manufacturing records show no evidence, that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the device returned due to preventative maintenance and was showing a low vacuum warning. No case involved.